Event description:
Ous MDR - oversensing on the rv channel which was classified as vf was reported. This ICD was returned for analysis. It is unclear if the lead was also returned. There were no adverse patient side effects reported.

Manufacturer narrative:
Upon receipt, a lead fragment was still connected to the ICD header. After disconnection of the lead the ICD was subjected to analysis. The ICD was interrogated, revealing the battery status bol. The ICD was implanted for 31 months and 15 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached.